Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during maintenance inspection the cardiosave hybrid type b plug intra-aortic balloon pump(iabp) x2-drive pressure value increases. There was no patient involved.